Manufacturer narrative:
(B) (4)

Event description:
It was reported that the patient was "sick for months" because of her pump. The pump was removed; date of explant was not specified. The medication being delivered via the device system was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.